Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as a circular irritation. The patient's doctor recommended using gold bond to treat the irritation. The patient's doctor also recommended removing the lifevest when he used the gold bond to let his skin breathe. During a follow-up, the patient indicated that the irritation had improved.